Event description:
Caller reported blood glucose results of 179 mg/dl on aviva combo system, 84 mg/dl and 80 mg/dl on aviva nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for aviva combo system, medwatch with identifier (B)(4) is for aviva nano system. It should read: caller reported blood glucose results of 179 mg/dl and 80 mg/dl on aviva combo system, 84 mg/dl on aviva nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with (B)(6) is for aviva combo system, medwatch with (B)(6) is for aviva nano system.

Event description:
Caller reported blood glucose results of 179 mg/dl and 80 mg/dl on aviva combo system, 84 mg/dl on aviva nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.